Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with ghosting segment display, problem isolated to the lcd board. Analysis was unable to confirm battery out limit alarm due to ghosting segment. No blank display noted. However, unable to perform operating currents self-test and off no power due to ghosting segment. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 74 mg/dl at the time of the call. The customer stated she received a new pump and went blank after battery insertion. The display did return after multiple attempts, but only half of it. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.